Manufacturer narrative:
E1: phone = (B)(6). H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported by a distributor, prior to use for an endovascular aortic repair procedure, condensation was noted in a flexor high-flex ansel guiding sheath's package. Per the distributor, it appears as though something heavy was on the device or rolled over the device, as "marks on the box" aligned with the sheath damage. The distributor conducted an internal investigation and concluded that the damage was not attributed to the distributor's processes. Per the distributor, the flexor high-flex ansel guiding sheath is generally used with "v12 stents" in "high stress/risk/cost procedures"; however, the complaint device was not usable and therefore, the stents were not placed as intended. The patient will be monitored and may return for stent placement in the future. The patient did not require any additional procedures or experience any adverse effects due to this event.